Event description:
Thept received a new intrathecal catheter, medtronic model 8709, and implantable drug delivery pump, model 8627-18. The pump is programmed from outside the body by means of a programmer that is able to comunicate with the pump using radio frequency communication. The pump was programmed to administer baclofen by a medtronic co representative using a newer model medtronic #8840 handheld programmer, model 8840. During the post-operative course, the pt had a cardiorespiratory arrest with unsuccessful resuscitation. In looking into possible causes for the cardiopulmonary arrest, a written record of the programming was discovered and indicated the pump was delivering a periodic bolus of 75ug every 7 mins 55 sec instead of every 7 hr 55 mins.